Event description:
Pt with complicated breast history who had bil. Total mastectomies and reconstruction with silicone double lumen implants. Bilateral explantation was necessary due to bilateral capsular contractures, malposition and breast pain.